Manufacturer narrative:
Product event summary-the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in a field action, returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine follow-up visit no pacing was seen on the electrocardiogram, and the device was unable to communicate with the programmer. It was also reported there may be unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.